Event description:
It was reported that the patient had sepsis. All device components were explanted and not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. D6: explant date: 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 20261600. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6) batch: 2000017720. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 19090129. UDI: (B)(4). Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 19090129. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 18442542. UDI: (B)(4).